Manufacturer narrative:
The reported event was confirmed by rep. The spring bar was discarded at the hospital, the plate remains implanted. Manufacturing files were not reviewed because no lot was provided. As per the surgical technique "stryker spine devices are indicated for treatment of fracture or stabilization of a surgical site during the normal bone consolidation process. After this period, the presence of the device is no longer strictly required and its removal can be planned." The device is intended for unilateral fixation. The system is indicated for temporary stabilization of the anterior spine during the development of cervical spine fusions in patients. According to the information provided, the patient was implanted with these product for 5 years and the patient has fused. Therefore, the purpose of the implantation was accomplished. Conclusion: the possible root cause of the reported event is fatigue.

Event description:
It was reported that an acdf removal was performed and locking mechanism was found to be broken at c6. No adverse consequences to the patient is reported.

Event description:
It was reported that an acdf removal was performed and locking mechanism was found to be broken at c6. No adverse consequences to the patient is reported.